Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported about false negative antibody screening test results for known anti-d due to rhogam from one patient sample and for anti-e and anti-fy(a) from another patient sample using biotest cell 1 and 2. The false negative test results were performed on tango infinity sn (B)(4) whereas the testing of the same samples on tango infinity s/n (B)(4) and as well the manual testing on gelcards showed the expected positive reactions. The customer returned the two patient samples which had caused the false negative test results but did not return the allegedly defective product biotest cell 1 and 2 for investigational testing. Therefore our quality control laboratory tested their retention sample of biotest cell 1 and 2 with the two patient samples on tango infinity. The patient sample with anti-e and anti-fy(a) yielded correctly positive results whereas the patient sample with the anti-d due to rhogam yielded a +/- reaction when visually assessed. The tango infinity showed a negative test result. These negative test results were confirmed when testing with three phase tube technique and gel card method. The sample was found to yield a positive test result only when tested with the enzyme tube method. The discrepant test results can be explained by the limitation of diagnostic tests in the case a sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies (content of the instruction of use/ section limitations). Additionally our quality control laboratory tested their retention sample of biotest cell 1&2 with different samples and controls, e.g. Anti-d, anti-e and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotest cell 1 and 2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. Evaluation of the data is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported about false negative antibody screening test results for known anti-d due to rhogam from one patient sample and for anti-e and anti-fy(a) from another patient sample using biotestcell 1&2. The false negative test results were performed on tango infinity sn #(B)(4) whereas the testing of the same samples on tango infinity s/n #(B)(4) and as well the manual testing on gelcards showed the expected positive reactions. The customer returned the two patient samples which had caused the false negative test results but did not return the allegedly defective product biotestcell 1&2 for investigational testing. Therefore our quality control laboratory tested their retention sample of biotestcell 1&2 with the two patient samples on tango infinity. The patient sample with anti-e and anti-fy(a) yielded correctly positive results whereas the patient sample with the anti-d due to rhogam yielded a +/- reaction when visually assessed. The tango infinity showed a negative test result. These negative test results were confirmed when testing with three phase tube technique and gel card method. The sample was found to yield a positive test result only when tested with the enzyme tube method. The discrepant test results can be explained by the limitation of diagnostic tests in the case a sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies (content of the instruction of use/ section limitations). Additionally our quality control laboratory tested their retention sample of biotestcell 1&2 with different samples and controls, e.g. Anti-d, anti-e and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango infinity.